Manufacturer narrative:
The reported malfunction was observed and attributed to loose hardware (4 screws) within the device. The monitor board and the mod g board were replaced to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during use on a patient (age/gender unknown), the device would not power up. Complainant did not indicate any adverse effect to the patient due to the reported malfunction.